Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. The device was reprogrammed and remains implanted.